Manufacturer narrative:
Upon review, the device should not have been submitted as a medical device report (MDR) as removal of the device was elective to have a contraindicated procedure performed.

Event description:
Device 1 of 3. Reference MFR. Report#1627487-2019-01134; reference MFR. Report#1627487-2019-01135. Upon review, the device should not have been submitted as a medical device report (MDR) as removal of the device was elective to have a contraindicated procedure performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#1627487-2019-01134. Reference MFR. Report#1627487-2019-01135. It was reported the patient will undergo surgical intervention to have their pns system explanted. The reason for the procedure is unknown at this time.